Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that haziness on screen of insulin pump was making it difficult to read. Up or down and right side buttons were sticking and making harder to use. The screen was dimming and threads were making difficult to replace battery. Customer had to change batteries in less than 7 days. Insulin pump was randomly cut down causing reset. The motor was louder. No harm requiring medical intervention was reported. The insulin pump will not be returned for analysis.